Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation and the reported event was confirmed. Functional testing of the returned system controller revealed that when the white power lead was manipulated at the connector end during testing, the system reported a low battery alarm, followed by a red heart alarm. The system controller was disconnected from the test system and upon inspection of the inner conductors at the connector end of the white power lead, the brown conductor that monitors the battery voltage was found to be severed. A review of device history records showed no deviations from manufacturing or qa specifications. This situation is being addressed through the manufacturer's corrective/preventative action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the battery fuel gauge on the system controller was not accurate. The patient was using batteries that were partially discharged, with two leds showing on the battery fuel gauge; however, the system controller battery fuel gauge indicated full charge, with four leds illuminated. Manipulation of the system controller's white power lead, resulted in the charge status to fluctuate. The suspect system controller was exchanged per the manufacturer's instructions for use and the patient remains ongoing on lvad support with no further issue reported.